Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the fresenius cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the fresenius cycler/cassette was associated with the event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, it is well documented that all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius via a customer experience survey response that this patient discontinued peritoneal dialysis (pd) therapy after experiencing a serious infection and being hospitalized. There were no recorded issues with a fresenius device, or product in relation to the reported events in the initial report. Additional information about the event was obtained through follow-up with the patient¿s wife. It was reported the patient was hospitalized (date unknown) for a bacterial peritonitis while previously on peritoneal dialysis (pd) modality using an unknown fresenius cycler/cassette. The patient was treated with antibiotic therapy and recovered from the event. The patient¿s wife was not able to provide the cause of the peritonitis. However, it was stated the event was not related to any issues with fresenius products. The patient was switched to hemodialysis (date unknown) without any further reported adverse effects.

Event description:
It was reported to fresenius via a customer experience survey response that this patient discontinued peritoneal dialysis (pd) therapy after experiencing a serious infection and being hospitalized. There were no recorded issues with a fresenius device, or product in relation to the reported events in the initial report. Additional information about the event was obtained through follow-up with the patient¿s wife. It was reported the patient was hospitalized (date unknown) for a bacterial peritonitis while previously on peritoneal dialysis (pd) modality using an unknown fresenius cycler/cassette. The patient was treated with antibiotic therapy and recovered from the event. The patient¿s wife was not able to provide the cause of the peritonitis. However, it was stated the event was not related to any issues with fresenius products. The patient was switched to hemodialysis (date unknown) without any further reported adverse effects.

Manufacturer narrative:
Additional information: g1 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.